Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01869, 3007042319-2015-01870 and 3007042319-2015-01871) submitted for devices related to the same event.

Event description:
It was reported from the (B)(6) that the patient had 1 critical battery alarm logged for a battery since (B)(6) 2015. Potential switching events were observed involving the all of the reported batteries. Alarms triggered. The controller and the 4 batteries were replaced. There were no effects to the patient. No further information available. Investigation is ongoing. This is report 1 of 3.

Manufacturer narrative:
Investigation of this event revealed that the most likely root cause is a communication error between the controller and the batteries. This is a known issue that was investigated under a CAPA. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01869, 3007042319-2015-01870 and 3007042319-2015-01871) submitted for devices related to the same event.